Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision procedure wherein the ipg was relocated. It was noted that the ipg was located right under the patients belt line which caused discomfort. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing muscle spasm and worsening of pain. It was noted that the patient had a fall, but was unknown if it was device related. The patient was prescribed with pain medication and will undergo a revision procedure wherein the ipg will be relocated.

Event description:
A report was received that the patient was experiencing muscle spasm and worsening of pain. It was noted that the patient had a fall, but was unknown if it was device related. The patient was prescribed with pain medication and will undergo a revision procedure wherein the ipg will be relocated.